Manufacturer narrative:
The initial result of 224 umol/l was reported outside the laboratory, but was picked up later by their clinical validation team.

Manufacturer narrative:
Added manufacturing site.

Manufacturer narrative:
A definitive root cause could not be determined. The calibration data from the day of the event was acceptable. Based upon information provided, the issue appears to be sample specific.

Event description:
The customer alleged they received a questionable creatinine jaffe gen.2 (crej) result. The customer stated the sample was tested on a cobas 8000. The customer did not provide the module type, but provided a serial number of (B)(4). The patient's initial crej result was 224 umol/l. The sample was repeated on a cobas 6000, serial number not provided, and the result was 81 umol/l. It was unknown if either result was reported outside the laboratory. It was unknown if there were any adverse events. The customer replaced all four reagent probes on the module.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient was not adversely affected by this event. This event occured on (B)(6) 2013.